Manufacturer narrative:
(B)(4).

Event description:
The thermacor 1200 infusion system was being used at (B)(6) hospital on (B)(6) 2017. The hospital stated that during the surgery, the cassette started leaking fluid onto the floor. The cassette was changed out, and the surgery continued with the thermacor 1200 system. The cassette was not returned for investigation. However, the biomed thought the tubing at the roller pump door area had been pinched by the door causing a cut in the tubing. No patient injury or extended surgery time was needed for changing out the cassette.